Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope would not white balance but it also showed a green tinge to the image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damage on charged coupled device (ccd) unit a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. It is presumed that the suggested event occurred due to failure of r-unit (charged coupled device). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device exhibited damage on the charged coupled device (ccd) unit.